Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate antitachycardia pacing - atp therapy and functional undersensing. Further information was requested however, was not provided.